Event description:
It was reported that this right atrial (ra) lead was surgically abandoned for high impedances out of range due to lead fracture. This lead was succesfully replaced. No additional adverse patient effects were reported.